Manufacturer narrative:
The device is in the process of being returned to the manufacturer for evaluation. Iris damage is listed in the device labeling as a known inherent risk of glaucoma stent surgery. (B)(4).

Event description:
The surgeon reported that during cataract surgery with attempted implantation of the istent, multiple attempts were made to pass the stent. On the last attempt to regrasp the stent, the iris was inadvertently acquired and pulled (2 clock hours) from the sphincter. The surgeon is planning to perform a trabeculectomy and the iris will be sutured at that time. Additional information has been requested.